Manufacturer narrative:
No product malfunction suggested and no device was returned. Provide radiographs confirmed the arterial damage. Review of the reported event identified an inadvertent screw misplacement that lacerated the patient artery requiring medical intervention including four units of blood and being said by the surgeon to result in the patients death. No additional investigation required. Label review "...potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include... Damage to blood vessels... Rarely, some complications may be fatal..." "...potential risks identified with the use of this system, which may require additional surgery, include... Neurological, vascular or visceral injury... Death..." "...warnings, cautions and precautions... The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...the nuvasive archon anterior cervical plate system is available in a variety of sizes to insure proper sizing of implanted components... Correct selection of the implant is extremely important... Proper selection can minimize risks..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." Device left in-situ.

Event description:
A patient underwent a cervical procedure on c3/c5. Post screw insertion, the surgeon observed significant bleeding from one of the screw holes. He removed all implants to gain control of the bleeding. It was estimated a possible 4 units of blood were given in the case with more being provided post op. The bleeding was the result of a vertebral artery injury. Once in control of the bleeding the implants were reinstalled and the surgery was completed. On (B)(6) 2021, we were notified the patient had passed away.